Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handle of the spare key for drill chuck device fell apart when the surgeon attempted to tighten the drill chuck device with the key device. It was reported that the physician fixed the handle and eventually used the key but the handle remained loose. It was reported that there was a five minute delay in the surgical procedure. According to the report, the handle of the spare key device was ¿taken apart from the body¿ the reporter further stated that no pieces of the device remained in the patient¿s body. It was reported that there were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all testing without failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.